Event description:
It was reported that the insulin pump alarmed no delivery multiple times. The customer's blood glucose was unknown. The customer stated that the alarms were resolved by changing the infusion set. No troubleshooting was performed at the time of the call. The customer stated that they had been experiencing low blood glucose in the mornings; it had dropped below 65 mg/dl. And they, also had been having high blood glucose levels. They stated that were hungry, had headaches, were restless, and couldn't walk straight. They had needles as backup plan. The drive support cap of the insulin pump was recessed. There were some small air bubbles in the tubing of the infusion set. They found insulin at the site of infusion set insertion. They stated that due to the hot weather they perspired heavily and the infusion set would fall out. They stated that they do not rewind the insulin pump after they remove and reinsert the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.